Manufacturer narrative:
The subject device was evaluated at the manufacturer's service center with the following findings: the alleged ventilator inoperative alarm was confirmed to occur when ventilation was initiated. Review of the download error log confirmed an error code indicating that the blower had stopped operating. On internal inspection of the device, the blower connector was confirmed to be disconnected. The blower connector was reattached and secured. Final testing was completed, and the device was confirmed to operate properly.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no patient involvement, and no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.